Manufacturer narrative:
(B)(4). A loose connection between the patient line and the transfer set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain three of five of peritoneal dialysis therapy on the homechoice. During troubleshooting, the patient reported that their connection to the patient line had been loose and they had become disconnected. The patient had reconnected prior to reporting the alarm. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.